Event description:
The customer stated the device gave a blood glucose result of 239 mg/dl. The customer called paramedics and they received a result of 43 mg/dl. The customer was given sugar water which raised her blood glucose to 117 mg/dl. On a different occasion the customer stated the device gave a result of 143 mg/dl, they were given orange juice to drink. The customer was feeling ill and was rushed to the hospital where their blood glucose was 55 mg/dl. They was admitted into the hospital where they were given sugar water, and food to eat, they were also given insulin. No control in use. Request was made for the return of the suspect device and replacement product was sent.